Manufacturer narrative:
Additional information has been provided in d3 and h6. Purge pressure high: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. Wrong purge solution: clinical details noted that lactated ringer¿s (lr) solution and bicarb were used in purge solution. The cause of the wrong purge solution was a use related issue per clinical details.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative indicated that the device is expected to be returned to the manufacturer following explant, as the clinical team has been informed that the device should be sent in for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via a right axillary surgical approach in a 72-year-old female for post-cardiotomy cardiogenic shock (pccs), presenting in society for cardiovascular angiography and interventions (scai) stage e shock. While the patient was in the intensive care unit, a registered nurse (rn) inquired about the potential effect of lactated ringer¿s (lr) solution on pump motor function and reported that the impella 5.5 had been primed intraoperatively in the cardiovascular operating room with lactated ringer¿s and sodium bicarbonate. The rn stated that the purge fluid bag containing lr and bicarbonate had been running for approximately 12 hours, and this was identified during a routine purge bag change. Subsequently, a high purge pressure alarm (hpp) was observed. The intensivist initiated a tissue plasminogen activator (tpa) protocol for management of elevated purge pressure. The tpa was utilized for the hpp to mitigate impact of biomaterial within the motor and there was no impact on the patient. The patient survived to explant.